Event description:
During a laparoscopic hernia repair the ems stapler would not fire staples to secure the mesh. A new ems stapler was opened and the case was completed without incident. There was no consequence to the pt.